Event description:
It was reported that during a coronary artery drug eluting stenting procedure the stent was damaged. The proximal rca (right coronary artery) lesion had 99% stenosis with a hard calcification and moderate tortuosity. The physician felt that the 3.0x32mm taxus express2 drug eluting stent caught on the lesion while he advanced the stent delivery system to the lesion. The physician noticed that a stent strut had lifted up when the stent delivery system was removed from the pt. The procedure was completed with another of the same device. There were no pt complications and the pt was reported to be good post procedure.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. All units shipped for the batch conformed to product specifications. The most probable root cause classification of this complaint is operational context.